Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl and low blood glucose of 33 mg/dl. Customer treated low blood glucose with ice cream. Customer reported of being a brittle diabetic. Customer declined troubleshooting. Customer would charge sensor transmitter and would call back for assistance with inserting sensor.